Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user attended a calibration appointment reporting that she cannot hear anything with the device. Reimplantation has been suggested. The decision will be made by her medical team based on the patient's current state of hearing loss.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation would be necessary. Further the recipient is no longer within the indication criteria for bonebridge. Re-implantation with a cochlear implant is considered but no date has been scheduled yet.

Event description:
The user attended a calibration appointment reporting that she cannot hear anything with the device. Reimplantation has been suggested. The decision will be made by her medical team based on the patient's current state of hearing loss. The user was evaluated by the audiologist, and she is no longer a candidate for the bonebridge. They will evaluate her candidacy for a cochlear implant.